Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker system exhibited noise and oversensing along with functional undersensing when trying to program around the noise. Subsequently, the patient underwent a revision procedure and the entire system was abandoned and a new system was implanted on the patient's right side. No additional adverse patient effects were reported.